Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was attending a daycare program. When having a fingerstick was taken by a nurse and the cgm reading was 90 mg/dl, and the blood glucose reading was 20 mg/dl. The patient did not experience any symptoms. No treatment was reported from that moment, but the nurse called the paramedics. The patient was administered treatment by the paramedics; however, the reporter was unable to recall the specific treatment that was given. No further medication was reported, and the patient was not brought to the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.